Event description:
Revision

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were not reviewed. The surgeon indicated the revision was due to loosening of the femoral component. There is no evidence indicating a failure of the implant or the system.